Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received an error message on their external unit. It is unknown at this time which error they received, however, the unit will be conservatively reported as it is part of the error 5 advisory notice issued by abbott on (B)(6) 2018.